Manufacturer narrative:
Device code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of four devices used during the same procedure. It was reported to boston scientific corporation that four capio slim devices were used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During preparation, the carrier in all four devices did not retract. The procedure was completed using another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier retraction problem. Block h10: visual examination of the returned capio device revealed that it was in good condition. The ten riveting pins were in place. The head and the cage were observed in good shape. Functional analysis of the returned device was also performed three times. The dart was loaded into the carrier, and it deployed properly and penetrated into the cage without problem. The reported event of carrier retraction problem could not be confirmed. No deployment suture was received. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. The investigation concluded that the most probable cause classification of no problem detected. The product record review confirmed that carrier retraction problem is not a new problem and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this manufacturer report pertains to the one of four devices used during the same procedure. It was reported to boston scientific corporation that four capio slim devices were used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During preparation, the carrier in all four devices did not retract. The procedure was completed using another capio slim device. There were no patient complications as a result of the event.